Event description:
It was reported that the patient reported to the emergency room for a unrelated complaint. There was a incidental finding on the x-ray that showed the atrial lead appeared to have perforated and is in the pericardial space. The lead remains in use and no intervention was taken. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.